Event description:
Patient was being supported on a non-impact ventilator and had been switched the impact 754 ventilator for transport. The technician reported that the patient's co2 immediately began to rise and spo2 decreased following the switch. Patient was transferred to another non-impact ventilator and vital signs returned to normal. The end user reported there was no serious injury to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, we have submitted this as a serious injury event because it is assumed that intervention using back-up ventilation equipment became necessary to preclude permanent impairment or damage due to the unexpected device activity.

Manufacturer narrative:
Device was tested upon receipt at impact and the device was found to be assembled (internally) incorrectly. The end user reported that the last service performed on the product was by a non-impact entity. Product was corrected, calibrated and burned-in following service and was found to be functioning within specification.